Manufacturer narrative:
Returned device was received in decent physical condition although it was noted that there were deep scratches on the keypad and cracks on the right plunger case. Evidence of reported problem in event log was found. During the evaluation of the device, none of the issues of the complaint were able to be confirmed. As a preventative measure, the interconnect board and speaker was replaced. In addition, the keypad, keypad support lens, barrel guide, barrel tapered spring and right plunger case were replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump had an error code system failure, primary audible alarm, bgnd test and additionally, if it is shut off and then turned on, the power on self test alarms intermittently. There were no reported adverse events.